Event description:
It was reported that the insulin pump was exposed to water after the customer had lost the insulin pump. She stated that she did not know how she had lost the device, but the insulin pump was found floating in a river by the camp site officials. The customer stated that she was not with the insulin pump at the time of call and advised that she would call to troubleshoot when possible. She did not provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.